Event description:
Consumer reported, "two of my front filling cracked and a third filling cracked and fell out. The crack ran the length of the tooth taking more of the tooth off. " consumer reported he needed to seek medical intervention.

Manufacturer narrative:
Product components are manufactured at the following locations. Since the consumer has not returned the product to date we are unable to determine which exact product was used and at which location the particular product was manufactured. Contact MFR: (heads) trisa (B)(4). Contact MFR: (heads and bodies) hayco ltd., (B)(4). Contact MFR: (heads and bodies) santou city kin seng plastic co., ltd., (B)(4).